Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkn1921. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water), the balloon inflated with no difficulty. Concentricity of catheter balloon is 85/15. Attempted to deflate the balloon passively and only 7 ml could be withdrawn with in 5 min. Again, the catheter balloon inflated using in-house syringe with 10 ml methylene blue solution. The balloon deflated 10 ml of solution within in 55 seconds. This is out of specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that due to the sterile water was difficult to drain from foley catheter during the pre-test, hence use was withheld. Per notification from investigator on 30jan2026, it was reported that balloon was asymmetrical with 85/15 concentricity found during sample evaluation on 22dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that due to the difficulty in allowing the sterile water into foley catheter, fall out during the pre-test, its use was withheld.